Event description:
It was reported that the right atrial lead exhibited noise reversion episodes. It was suspected that the patients life alert necklace was interfering with the device but it was tested and no interference was identified. The patient experienced fatigue but no intervention was reported.

Manufacturer narrative:
(B)(4).